Manufacturer narrative:
The device history record was not reviewed, as the lot number was unknown. The sample was not returned for evaluation, as it remains implanted. The supplied x-rays show a stent where the tantalum spoons at the stent end are missing. According to the received complaint description, the stent was placed through the pipilla major. This could not be duplicated clearly on the basis of the x-rays, especially as no x-rays were supplied that show the bile duct or duodenum filled with contrast medium. As a result, it was also not possible to evaluate the time and circumstances of the stent fracture. The results of this investigation are inconclusive.

Event description:
The stent was reported to be fractured about 200 days after placement. Further information received: the end of the stent had been placed into the papilla major. No intervention was performed after the stent fracture had been noticed. No patient injury reported.